Event description:
The device was returned for service. During testing, the battery was found to have one dischareg below alarm threshold. According to the hospital representative, no patient injury and no medical intervention had been reported related to this device.